Event description:
During incision to right toe, surgical blade broke off in patient. All visible pieces retrieved. Broken pieces were aligned to make sure no fragments were left behind. The 2 pieces appeared to fit together.